Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. There have been no other complaints reported in the lot number. The product investigation could not identify a root cause for the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure the patient has pigment on the front side of intraocular lens (iol). Additional information was received. Pigment has largely cleared, but symptoms persist. Does have some vitreous debris and blurry vision persists after refraction.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).